Event description:
It was reported that during an unknown procedure, the handpiece indicated error 3. The case was completed with another instrument. No patient consequences.

Manufacturer narrative:
Additional manufacturer narrative: on 05/10/2010 (through follow-up with the health-care provider), a response was received via fax. It was learned that the device was explanted due to endocarditis.

Event description:
It was reported that the device was explanted after an implant duration of approximately 90.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4). This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information on 04/01/2010 and 04/08/2010; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.